Event description:
Healthcare professional reported "protheses ruptured". Later Healthcare professional reported "shadow with a "snowstorm" appearance", "Capsular Contracture Baker Grade I" and "punctate calcification". This record is for the right side. Device remains implanted.

Manufacturer narrative:
E1. Phone Number continued: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture, capsular contracture Baker grade I, calcification.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.